Event description:
(B)(4). Initial report: this non-serious case from brazil was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female patient who received three applications of poly-l-lactic acid in 2006 and her last treatment on (B)(6) 2008. Relevant medical history and concomitant medication information were not mentioned. One week after her last treatment with poly-l-lactic acid, she presented with red, hard, and hot nodules with secretions looking like crystals which lasted 5 days. She also presented with an inflammatory process on her neck. It is unknown if any corrective treatment was required. The patient recovered from these events on (B)(6) 2008. (B)(4). Reporter's causality assessment: not provided.

Manufacturer narrative:
Additional information received on (B)(6) 2008: ptc results for batch a7017 revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up information received on (B)(6) 2008; poly-l-lactic acid was reconstituted with 5 ml of sterile water for injection and lidocaine. On the right side malar area, 2 ml were injected, and on the left malar area, 3 ml were injected. On the right side and left side mandibular area, 0.5 ml were injected.